Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in an unknown endovascular procedure on an unknown date. It was reported that 8 years later, the patient's aaa sac increased from 6cm to 8cm over 1 year. A cta performed did not show any endoleak. There was high suspicions that had led to sacotomy and explanation of the polyester based failed evar. It was reported there was graft material fatigue and disintegration. No cause of the event was reported. No additional clinical sequalae were provided.

Manufacturer narrative:
Additional information received; it was reported the patient had a steady increase in sac diameters until it reached 8.5-9cm without any evidence of endoleak. Endotension due to peri graft hygrometer was diagnosed plus the new finding of bronchogenic carcinoma as a synchronous tumour that was not visible on previous images. Pt's age updated. If information is provided in the future, a supplemental report will be issued.